Event description:
During a surgical procedure, operating room staff noticed the unit in use (life air 1000) to warm the pt was smoking. The staff immediately disconnected the unit and removed it from the operating room. The bio-med technician discovered that the power cord plug that attaches to the base of the unit had become loose, causing an incomplete connection. This incomplete connection caused an arc of electricity which melted the plastic on the chassis, causing the unit to smoke. Dates of use: 2007 - 2009. Diagnosis or reason for use: maintain normal thermia. Event abated after use stopped or dose reduced: yes.